Event description:
The hospital reported that either during preparations or during a coronary artery bypass procedure, two heartstrings seals misfired. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. Maquet territory manager has unsuccessfully obtained any further failure clarification from the customer to determine if the failure related did not load properly or failed to deploy. On 8/5/09 materials managers restated the failure to maquet account manager that these were seals that failed to deploy. This report is for the second seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).